Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited a lead impedance warning for high impedance. It was suspected that both leads had fractured. The rv and ra lead were inactivated and replaced. No patient complications have been reported as a result of this event.